Event description:
Additional information received; the mark is consistent with previously reported marks on lenses and is reported as not visually significant.

Manufacturer narrative:
The device was returned. The plunger lock and lens stop have been removed. The plunger is oriented correctly. The plunger has been retracted to mid-nozzle. No plunger tip damage observed. No device damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The lens remains implanted. The root cause for the reported optic edge damage could not be determined. The returned delivery system was not damaged and no abnormalities were observed. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, upon insertion into the eye the preloaded intraocular lens (iol) was noted to be scratched on the surface of the optic. The surgeon states that the scratch did not cause visual disturbances and the lens was not extracted. Additional information is requested.